Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having a sharp little pain at the implant site since last week and that they needed assistance to connect to their ins. The patient stated that the pain was not tremendous pain but they never had it before and that the pain was "pretty much" continuous. The patient added that yesterday, they were riding in their car when they felt like the implant had gotten closer to the surface. The patient mentioned that they already went to their healthcare provider (hcp) and had an x-ray and that their hcp told them that everything was fine. The patient clarified that the stimulation they felt in their bike seat area didn't bother them and that they were not feeling pain when they make adjustments. The agent reviewed general therapy information and walked the patient through connecting to their ins. At first, patient tried turning the therapy off and confirmed that they were not feeling the pain. Patient then stated that they had to go out today and wanted to keep their therapy on for now. The patient was able to turn their therapy back on and confirmed feeling the stimulation in their bike seat area comfortably. Patient said they would continue to monitor symptoms and would call back if they needed assistance using their external devices. They were redirected to the hcp if the issue persisted.